Event description:
Elderly lady in cardiac arrest, f.a.s.t.I utilized and lady was resuscitated. On subsequent transferral from primary care facility to a tertiary care hospital, removal tool was lost. Removal effort occurred 6 days post insertion. Using a removal tool tubing came away from metal tip. Cardiac surgeon made an incision over the site and removed tip.

Manufacturer narrative:
Description of event. The device was successfully used to resuscitate the patient. Removal issue possibly related to time between insertion & successful use and removal of portal tip.